Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail and locking screw were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the posterior bridge of the proximal lag screw hole. The posterior breakage line was found within the drill marked area. This misdrilling effect did weak the posterior bridge and caused a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the posterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral towards medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at lateral. After the posterior bridge was full or main partly broken, the anterior bridge first also step by step but finally spontaneous in a brittle fracture towards anterior. The nail broke due to a fatigue fracture. Bearing points and material deformation on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. The implants were implanted for more than 6 months; a delayed or non-union cannot be excluded. Delayed and non-unions, furthermore postoperatively loads and intra-operatively implant damages are listed as adverse effects in the IFU. If other listed adverse effects like obesity, poor bone quality, etc. Did also contribute to the nail breakage could not be verified due to missing information. Because no manufacturer related issues were found the implant breakages are attributed to an intraoperative implant damage contributed by the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that the nail broke, no further information.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail broke, no further information.